Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : graters not sharp enough impactor had a dent in the metal portion so MDR will not consider this sterile. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the tip of the device stripped, the overall aspect of the duraloc str cup impactor shows signs of normal use and service. The tip stripped is consistent with the user applying excessive leverage on the grater head a dimensional inspection was not performed due to post manufacturing damage. A functional evaluation was not performed due to post manufacturing damage. The overall complaint was cconfirmed as the observed condition of the duraloc str cup impactor would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the impactor had a dent in the metal portion so MDR will not consider this sterile.